Event description:
On (B)(6) 2012, therakos rec'd a report of multiple return pressure alarms during treatment. Customer noticed the bowl overfilling with pink plasma.

Manufacturer narrative:
Batch record review on kit lot z114 showed that the lot met all release requirements. The smart card was rec'd and analyzed. Data in the smart card was reviewed and verified. The cause for the return pressure warnings may have been a restrictions in the pt access for the return line. The pink colored plasma reported by the customer indicates that the cause of the red cell pump alarm may have been haemolysis. (B)(4).